Event description:
It was reported that at a regular follow up visit, interrogation of the device showed an electrical reset. The device was reprogrammed and when it was restored to its normal function, the battery status was shown as ageing. The device remains in use but is scheduled for elective device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated pre/approaching eri (elective replacement indicator). The battery voltage data in s2d file (B)(4) shows battery equal to 2.765 volts on (B)(6) 2012, battery impedance equal to 1074 ohms, battery status equals good, device is before rrt (recommended replacement time). Power on reset parameters was indicated. The s2d file (B)(4) shows partial reset counter equal to1, fw reason hex equal to 7008, wd reason hex equal to 60, reset wd reason equal to dclk edges, clkstop status, reset fw reason equal to incorrect programmable parameters checksum detected, on (B)(6) 2012.